Manufacturer narrative:
The manufacturer previously reported receiving information alleging death. The reporter stated that the patient was found deceased by his sister on (B)(6) 2023 with the mask still on his face and the hose disconnected. Medical intervention was not specified. The manufacturer lab investigation states " pil confirms evidence of environmental contamination. Faults or errors contained within the logs support sensor board mt-1 and mt-3 contamination. It appears that liquid ingress evidence is under the top lid of the device. All other contamination found inside the device appears to be from the patients' environment: heavy dirt, dust, hair, and other environmental particles throughout device and inside air/flow paths. This foreign contamination is seen inside the transition tubing and clear tubing on to the outlet port to patient.

Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer received information alleging death. The reporter stated that the patient was found deceased by his sister on (B)(6) 2023 with the mask still on his face and the hose disconnected. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.